Event description:
Asku

Event description:
It was reported at a follow-up appointment a charge circuit timeout occurred. Attempts to reset the device and perform a manual charge of the capacitors were unsuccessful. The device was explanted because it was incapable of delivering a therapeutic shock. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the inactive charge circuit. Further analysis found arcing had occurred, external to the device. The electrical overstress from the arcing damaged the device charge circuit.